Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2017-02679 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two accutrac 200 laser fibers were opened for use in a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the fiber was found broken inside the sealed package. A second accutrac 200 laser fiber was opened and was also found to be broken inside the sealed package. The procedure was completed with a third accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.